Event description:
It was reported that during a coronary artery bypass graft, the first clip could not completely hold the vein. Then the second gun was locked and could not be fired. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Hoop spring. The analysis results found that device (a) was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing mechanism the device was noted that it could not feed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring was found out of its intended position. Additionally, the antibackup was non-functional. However, this finding is not related with the incident reported. No conclusion could be reached as to what may have caused the found condition of the hoop spring. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results of device (b) found that it was received in good visual condition. In an attempt to replicate the event reported the device was functionally evaluated. Upon firing of the device, the clips were fed and properly formed according to our manufacturing specifications. No conclusion could be reached as to what may have caused the incident reported. Batch # f9hd74, mfg 09/01/2009; exp 08/01/2014. (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.